Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported during a device exchange procedure the patient experienced asystole when the device was removed from the pocket. Upon investigation, the device was found to be in backup vvi (bvvi) mode. A replacement device was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and output was in backup mode. Device image analysis indicated the pacer turned into back up mode on the explant date, consistent with electrocautery interference. Product code was reloaded to recover the device to its normal settings and to perform further evaluation. Electrical and mechanical tests were performed, including environmental and physical stress did not identify any functional issues. Despite extensive efforts, backup condition could not be reproduced. Longevity assessment indicated the device was operating above the elective replacement indicator (eri) levels, consistent with normal usage.